Event description:
It was reported that the cannula of the cadd cleo infusion set was missing, resulting in insulin leakage and elevated blood glucose of 268 mg/dl. The patient changed the infusion site and administered a manual insulin injection for the undelivered insulin. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.